Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet and subsequently shutdown. Customer¿s blood glucose value was 90-100 mg/dl. Customer did not provide any additional information as the issue occurred in the past.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.